Event description:
Procedure performed: lap chole. Event description: complaint 1 of 3: (B)(4); complaint 2 of 3: (B)(4); complaint 3 of 3: (B)(4). I received an email from the pharmacist reporting an incident with our clip applier: the surgeon used 4 epix clip appliers to perform the surgery. The first 3 clips appliers (2 units from lot 1489895 and 1 unite from lot 1484024) did not deliver clips. Additional information received from applied medical representative on 15dec23: the trigger could be moved as normal. A clip seated properly into the jaws. The issue was that when squeezing the trigger, no clip came out. So, they opened a second one same lot, same issue occurred. So they opened a third one not the same lot, same issue. Finally, the fourth one was the one used to perform the surgery without any issue. Patient status: ok. Intervention: they placed the clip appliers aside and took another one to perform the surgery.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap chole. Event description: complaint 1 of 3: (B)(4). I received an email from the pharmacist reporting an incident with our clip applier : the surgeon used 4 epix clip appliers to perform the surgery. The first 3 clips appliers (2 units from lot 1489895 and 1 unite from lot 1484024) did not deliver clips. Additional information received from applied medical representative on 15dec23: the trigger could be moved as normal. A clip seated properly into the jaws. The issue was that when squeezing the trigger, no clip came out. So, they opened a second one same lot, same issue occurred. So they opened a third one not the same lot, same issue. Finally, the fourth one was the one used to perform the surgery without any issue. Intervention: they placed the clip appliers aside and took another one to perform the surgery. Patient status: ok.